Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving adequate therapy and may require surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
It was reported to abbott a patient called technical service and reported that they have a hip replacement surgery on and did not set the ipg to surgery mode. They have not been able to connect to the ipg since. The rep met with the patient and was unable to recover the ipg. Trouble shooting efforts were exhausted. The cp logs were exhausted. An ipg replacement is planned but as of (B)(6) 2024 has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.